Event description:
Dealer states one leg on the commode was shorter than the others by about 1/4 to 1/2 inch. No injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1148075, rev. B(jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Of note: the device remains at the dealers and no end user was involved.